Event description:
The doctor reported that a patient experienced swelling of the cheeks and lips as well and hives after contact with impression material. The doctor gave the patient benedryl, which appeared to relieve most of the patient's symptoms.